Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The dmso and onyx vials were returned for evaluation without the renegard hi-flo catheter as it was kept by the hospital. The vials were empty as they were consumed in the event. Testing on the retained samples from the same lot met specification for density. The lot history record of the tantalum powder's lot number has been reviewed and no quality issues were noted. The catheter was not returned for analysis; therefore the event cause could not be determined. In conclusion, the actual device will not be returned for analysis as it was implanted in the patient; therefore, the event cause could not be determined. Based on the above findings, the customer's report could not be confirmed. (B)(4).

Manufacturer narrative:
A cd containing images from the procedure was sent for radiologic interpretation by a neuroradiologist. Per the neuroradiologist, it did not appear that any onyx exited the catheter tip in this case. The onyx cast seen on the images was from a previous embolization. The patient anatomy was not extremely tortuous, therefore the catheter most likely did not kink. Given the above two factors, it's very difficult to determine how the catheter got stuck. The neuroradiologist stated that it is possible there was vasospasm due to the large size of the catheter. The catheter is not one recommend by the manufacturer (renegade hi-flow 027). This microcatheter has a high dead-space (open volume to fill inside the catheter). The neuroradiologist stated that it is possible that the physician was injecting and the onyx hadn't completely filled the dead-space of the hub and catheter. The images show that the catheter looks dark and filled with onyx, however, it is not the same distally. This could indicate that there just wasn't enough material in the catheter to exit the tip. Based on this information, the customer complaint of no visualization of the onyx application in the vessel bed under x-ray was confirmed because the onyx did not exit the catheter tip. However, the cause of the catheter entrapment could not be confirmed based on the available information.

Event description:
Covidien received information that during an embolization procedure for arterial venous high-flow malformation (avm ) in the left submandibular and feeder vessel, after filling of dead space volume of the catheter slow application (ca 0.5 - 0.75 ml) of onyx into the vessel bed was initiated. During this time there was no visualization of the onyx application in the vessel bed under x-ray. The therefore an attempt was made to remove the micro-catheter. It was reported the micro catheter could not be removed; the catheter seemed to be connected with the onyx cast without the onyx cast being visible. An ent surgeon was consulted and a decision to open up the external carotid. The proximal catheter section of the catheter was successfully removed; however, the distal part could not be removed and had to be left in the embolized vessel (approx. 1.5 cm catheter). No further patient complications reported. It was further reported that onyx was prepared according to the IFU (approx. 1 hour on the shaker) and the micro catheter was rinsed with dmso. Additionally, the onyx syringe showed at x-ray correct homogeneous and x-ray compactness.